Manufacturer narrative:
The reported product has been returned and is currently undergoing the investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
At this time cable and adapter has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. If cable and adapter is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Reader (B)(6) has been returned and investigated. Customer reported the reader was hot when its plug in to a charger. Visual inspection was performed on the reader and observed damaged usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The observed damaged was affecting the readers ability to charged and connect to pc. The reader was further de-cased and placed it into the reader test fixture to download log. Reader log was able to downloaded. Battery was measured which was not within the specified range. Reader was unable to monitored under thermal camera during operation and was unable to observed temperature due to damaged usb port which prevent to connect with a known good usb data cable and power adapter. Off-current was measured which was within the specified range. There was no evidence observed that would cause the reader to become too hot. It was unable to observed evidence that would cause the reader to become too hot to hold per the customers complaint due to damaged usb port issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.